Event description:
Received notice of complaint concerning above product from medwatch user report. Spoke with director of nursing who reports an event in which the pt connector disconnected from the (venous) side of the tesio catheter. The disconnect occurred during the first 5 minutes of the treatment. Reported blood loss was 100-150cc. Connections were soaked with betadine and re-connected. The director of nursing reports that the pt was asymptomatic and the treatment was completed without further incident. No medical intervention was required. The director of nursing states that the connection was properly secured prior to the initiation of the treatment and feels that there was "a problem with the connector." However, the line was used for the remainder of the treatment without incident. The suspect line was discarded on the day of the event. A response letter has been sent to the facility.